Manufacturer narrative:
Continuation of medical devices: 1488tc-46 competitor lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while the leads were being secured into the new device header, no audible "click" was heard when the physician tightened the setscrews on either the atrial or rv (right ventricular) lead. As a tug test showed the leads to securely attached, and lead electrical measurements were acceptable to the physician, the device was implanted and remains in use. The physician then tested the wrench on the old device, whereupon an audible "click" was heard. No patient complications have been reported as a result of this event.